Event description:
On (B)(6) 2012, the reporter contacted animas to report that on an unspecified date "two months ago" the patient experienced the symptom of hallucination, and obtained the blood glucose reading of 42 mg/dl during the night. The patient administered self-treatment by consuming orange juice. The patient reported guessing at the number of carbohydrates in her dinner, eating late, and not retesting her blood glucose level after taking a bolus before bedtime. There was no evidence the pump was not functioning appropriately. The patient's technique was incorrect by not accurately calculating the required bolus dose for dinner. However, as the patient suffered blood glucose levels suggesting severe hypoglycemia after this occurred, this complaint is being reported.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals were found to be within specification from (B)(4) 2012 to the end of pump use on (B)(4) 2012. There were no alarms or pump conditions indicating a malfunction that were recorded in the black box or pump alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. The report is under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.